Event description:
According to new information received, the implant occurred (B)(6) 2010 to close the patient's (B)(6) defect. On (B)(6) 2011, the patient's physician reported the patient lost his vision and related it to a thrombus found on the occluder. An MRI was taken of the cerebral vasculature and an occlusion of the unilateral branch retinal artery was confirmed. Adjacent vessels were intact and no diseased stenosis and thrombi were observed. It was reported the patient had partial hemianopia. A trans-thoracic echocardiogram (tte) also confirmed that no thrombi were attached to the implanted aso. The patient also reported lower blood pressure in his left upper arm. An ophthalmologist at a facility in (B)(6) and the patient's physician concluded the patient's symptoms were not related to thrombotic complication of the aso based on the tte which confirmed no thrombi were present. Moreover, if a thrombi on the aso had embolized into the branch retinal artery, it may have resulted in the occlusion, stenosis or infarct of other major vessels. However, in this case the patient had limited symptoms which was indicative of a small artery being affected. The patient has a history of hypertension prior to the aso implant which may have been a contributing factor to the patient's blindness and may have resulted in the rupture of smaller arteries. The patient's physician told the patient it was highly unlikely that the vision loss was related to the thrombi fallout from the occluder implanted in his asd.

Event description:
According to the initial information received, an amplatzer septal occluder was successfully implanted in the patient in (B)(6) 2010. At some point between the implant date and (B)(6), 2011 when the event was reported, the patient lost his sight and a thrombus was found on the occluder. Additionally, the physician believes there may be a causal link. The patient has a history of obesity and arterial sclerosis. Additional information has been requested.

Manufacturer narrative:
Device analysis. Aga medical could not evaluate the product involved in this event since it was not returned to us. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests. Image review aga requested further information regarding this case, but medical records and images were not provided. Medical review the results of this investigation are inconclusive because the device was not returned for analysis and medical records and images were not provided. Although aga did not receive the records/images requested, aga's medical consultant did review the case with the reporting physician and together they agreed it was unlikely the event was related to the device. There have been no reported cases of hemianopia involving amplatzer devices. The cause of the hemianopia remains unknown.

Manufacturer narrative:
The device was discarded so analysis is not possible; however, we are expecting additional information we requested. When analysis is complete, a supplemental report will be submitted.